Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited high capture thresholds and high pacing impedance. Rv lead dislodgement was confirmed via imaging. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Event description:
New information received notes that the right ventricular lead was explanted and replaced on (B)(6) 2022 not on (B)(6) 2022.

Manufacturer narrative:
Correction: d6b: explant date should be (B)(6) 2022, not (B)(6) 2022 per additional information received.